Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
There was no button error alarm noted. The act button did not respond due to moisture damage on keypad trace. The insulin pump received with minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. Nothing further reported.